Event description:
It was reported that during an exam scanning a critical patient, the hd 750 CT system failed to produce images. The user rebooted the system twice in attempts to recover functionality but was unsuccessful. The patient was moved to a second scanner and the patient died on that table. A ge healthcare field service engineer replaced the high speed disk array controller which fixed the issue.

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.